Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012. During set up for the procedure, it was noted that the front connector was broken and the disposable did not seat into it correctly. The procedure was completed with another like device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Evaluation identified a broken mode switch on the device. The cause of the defective toggle switch, mode select switch, is undetermined. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.